Manufacturer narrative:
One vial of test strip lot 46588511 and coaguchek meter serial no. (B)(4) the test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with a high-level control sample: control sample lot 455 699 00. Specified target range 2.7 - 3.3 inr for lot 46588511 (±11.5% around the lot-specific target value of the complained test strip lot/control lot combination). Number of repeat measurements: 3 with customer test strips. Test 1: 2.9. Test 2: 2.8. Test 3: 2.8. Specified target range 2.5 - 3.1 inr for lot 507723-10 (±11.5% around the lot-specific target value of the complained test strip lot/control lot combination). Number of repeat measurements: 3 with retention test strips. Test 1: 2.9. Test 2: 2.9. Test 3: 2.9. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At "19 hrs", the meter result was 8.0 inr. At "21 hrs", the emergency room laboratory result using an unknown reagent was 5.7 inr. The therapeutic range was 2-3 inr.